Event description:
The lay user/patient contacted lfs alleging a glare/reflection issue on the ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box). The product was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.